Event description:
The customer contact reported a nondelivery. The pump was programmed to deliver hespan at a rate of 125ml/hr. No further programming parameters were provided. After 2 hours, the nurse noted the "pump was not infusing" and the tubing "collasped inside the pump." The physician was notified and the delivery rate was increased to 250ml/hr. Therapy was resumed using a replacement pump and tubing set. There were no reported adverse patient effects. No medical interventions were required.